Event description:
It was reported via user-facility medwatch report that there was a reduction in brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: medwatch report noted that a "service rep will be sent to replace brake kit."